Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. The vessel had disease progression of the aneurysm which has expanded down the iliac artery, resulting in iliac artery dilatation. It was reported that the iliac artery dilatation caused a separation of the stent graft and the vessel wall resulting in a type I endoleak. The physician elected to place an iliac limb and the type I endoleak was resolved. No add'l info was provided and the pt outcome was not reported.

Manufacturer narrative:
.